Manufacturer narrative:
The date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, patient, and device information.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the system was explanted.

Manufacturer narrative:
The reported observation of ineffective therapy against the lead was not confirmed. A visual inspection of the lead found it had been cut into 3 segments during the explant procedure. No open wires were noted during a high-resolution microscopic inspection. The root cause of the complaint could not be ascertained.